Event description:
It was reported that while the navigation system cart was being moved through a hallway, a caster broke off the cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The device was repaired at the healthcare facility by a field service technician.

Event description:
It was reported that while the navigation system cart was being moved through a hallway, a caster broke off the cart. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.